Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an incarcerated umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huyi0134 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of mesh - ventralex, patient was diagnosed with infection, hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Updated fields: d4 (UDI no), d. 6b (date of explant). Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an incarcerated umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number: (B)(4), lot number: huyi0134 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2015: patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "hernia was identified. The fascial defect was then repaired using the medium bard ventralex mesh (device #1). The tails of the mesh were then tacked down anteriorly to the fascia." On (B)(6) 2016: patient visited hospital for recurrent umbilical hernia. Noted a postop infection after the umbilical hernia repair. On (B)(6) 2016: patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent laparoscopic repair with the removal of mesh (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, "an incarcerated omental fat adhered to and incarcerated into an umbilical defect and adhered to the previously placed mesh (device #1), which was severely contracted and retracted into a "shuttlecock" appearance. Hernia sac and surrounding adhesions were reduced. The old mesh (device #1) was removed. A ventralight st mesh using echo positioning system (device #2) was inserted into the anterior abdominal wall." Attorney alleges that the patient had adhesions, infection, mesh migration, pain, hernia recurrence, seroma and emotional injuries.